Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) spain alleging her onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around 1030am. Results obtained with the subject meter were not specified. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. A few hours after the start of the alleged issue, the patient claims she felt symptoms of dizzy and blurred vision. The patient reportedly visited the emergency room (ER) and obtained a blood glucose result of "40 mg/dl" with the ER/ hospital meter. The patient was administered intravenous (IV) fluids as treatment. The patient was also given juice and 4 biscuits to eat. Later that same evening, the patient's blood glucose was retested on the ER/ hospital meter and obtained results of "164 mg/dl" (708pm) and "105 mg/dl" (9pm). The patient was discharged and went home that same evening. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.